Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back-therapy pads. Patient reported that a physician prescribed benadryl. The patient also used over the counter medicated powder on the irritation. Follow up indicated that the skin irritation improved.